Manufacturer narrative:
An event of patient-device incompatibility was reported with angina, bleeding, and erosion. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Several echo images and videos were provided from the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and cine review, the cause for the reported patient-device incompatibility (tissue erosion) could not be determined. The reported angina and bleeding are likely cascading effects from the event. The reported surgical intervention was a result of case specific circumstances, as the device was removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was implanted using a 8f amplatzer talisman delivery system. The device sizing rationale was based on the presence of an asia (atrial septal aneurysm) , a short tunnel, and an important wide fop (foramen ovale perméable / patent foramen ovale) . The echo graphist projected a prosthesis 30-25 mm on the echograph, which was considered appropriate. It was further reported that there were no difficulties during device deployment, and the device was not repositioned or recaptured before final release. Anticoagulation was managed with lovenox per protocol. On (B)(6) 2025, it was reported that the patient underwent surgical intervention and the prosthesis was explanted due to shearing of the right atrium and aorta attributed to the device. Tissue erosion was noted when the surgeon removed the prosthesis and observed wounds at the level of the aortic root. The decision to explant the device was prompted during the patient¿s discharge check 24 hours after the fop procedure because the patient complained of chest pain. The exact location and extent of shearing/erosion were at the level of the aortic root and the roof of the right auricle. The device was intact upon removal, according to the surgeon, and efforts were made to retrieve it for analysis. Additional complications included hemorrhage, sternotomy, cardiopulmonary bypass (cec), and right atriotomy. The patient¿s condition stabilized post-explant. There was no deviation from the IFU during the procedure.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was implanted using a 8f amplatzer talisman delivery system. On (B)(6) 2025, it was further reported that the patient underwent surgical intervention and the prosthesis was explanted due to shearing of the right atrium and aorta attributed to the device. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.